Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, this device was emitting tones. When the summary reports was checked, a message was displayed reporting that an error had occurred. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted for further evaluation. A ts consultant reviewed the memory download and discussed that the error was a temporary memory corruption that occurred in the device firmware and is considered benign. The device is still capable of providing therapy for the patient. The device remains implanted and in service with no adverse patient effects reported.